Event description:
It was reported that during a gastrointestinal anastomosis, the device fired three firings correctly. With the fourth firing, the device locked in its half and did not cut nor open the staples of the anastomosis. It was not reported how the procedure was completed. There were no adverse consequences reported. Add'l info was requested to clarify the reported event. The following was received: the device locked and the staple line opened, the staples were opened.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.